Event description:
The size 10 corail stem was incorrectly packaged as a size 9, and was subsequently implanted by mr dunlop.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. - attachment: [dint 20775-1.jpg]

Manufacturer narrative:
No product was returned for dimensional and visual review therefore no review was conducted. As per (B)(4), the failure mode has been confirmed for this complaint. A review of customer complaints was conducted. No other complaint has been found for lot code, product code, or product family for this failure mode. Corrective action for the complaint is being performed and recorded per (B)(4).